Event description:
Staar surgical received an article from the 10/2004 issue of eyeworld magazine stating that dr performed a successful phacoemulsification and implanted a silicone plate style intraocular lens in 95. This pt had a pre-existing condition of unilateral asteroid hyalosis. Upon examination of the pt in 1998, there was noted white deposits on the posterior surface of the implanted lens. Yag laser applications were performed and removed the central deposits. Later examinations showed a re-accumulation of deposits on the lens. Pt's best corrected post-op vision decreased from 20/30 to 20/50 in the operative eye. Dr decided to explant the lens in 06/01 without injury to the pt.